Manufacturer narrative:
The reported event of high lead impedance was confirmed. As received, a complete lead was returned for evaluation. Examination of the lead found the connector boot appeared to be larger in one area. A long longitudinal shallow crack was observed along a length of the connector boot. Insertion test confirmed that the lead could not be fully inserted into the test connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.

Event description:
It was reported the asymptomatic patient presented in clinic for an implant procedure. During surgery, a new lead was tested and found to have no capture and high pacing impedance greater than 4000 ohms. The lead was explanted and exchanged without issue. The patient was stable.